Event description:
During a stenting treatment procedure, the strut of the 6f iliac unistep plus 8/66/75 wallstent was thought to be deformed. The physician felt friction while attempting to use the device in a 90% stenotic superficial femoral artery lesion. The physician used a 6f medikit introducer sheath and a radiofocus guidewire in the procedure. No patient injury or complications were reported.